Event description:
On or about (B)(6) 2007, an elevate anterior and apical prolapse repair system was implanted in the plaintiff to treat her pelvic organ prolapse. It was alleged by the plaintiff's attorney that as a result of the implant, "plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury" and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.